Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. Two (2) pictures were attached, during the analysis conducted it could be observed a top view of a tracheostomy product in one picture, while in the other it can be observed a damaged on the tube welded to the flange. Visual inspection: the complaint sample was visually inspected at a distance of 12 to 16 under normal conditions of illumination according procedure md01-003 rev. 103. The tube was detected broken near to the welding are between the flange and the tube; the side when the damaged was detected does no present any mark that weld operation usually make on around of the edge, however the other side does. The failure mode reported is confirmed. No other analysis was performed. Root cause: per trend review for this failure mode an escalation was performed to investigate it and determine the root cause. Escalation was initiated on january 26, 2022 under ncr-001068. Current ncr status - risk evaluation (hra) and investigation. The cause of the reported problem could not be determined. Any relevant dmrs, ncrs, ets: there were no relevant ncr?s, dmr?s or da?s for this lot.

Event description:
It was reported that the customer started to use the cannula on 2021 for replacement. He found a crack in it on 2021. No patient injury.